Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA-(B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was divided into two pieces and ejected out from the injector tip. The leading haptic was deformed and the trailing haptic was detached from the optic. The slider could advance fully. The cartridge was deformed at the tip. Trace of lubricant was found inside the injector tip. The dye test result showed the injector tip was properly coated. And new lens (same configuration: 25.00d) was re-installed inside the received cartridge and released. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Iol has not been implanted in patient's eye. Due to the haptic being cracked during plunger advancement, the doctor replaced it with the same product immediately, so cracked iol was not implanted, and there was no impact to the patient. This incident occurred in (B)(6). Event does not involve death/serious injuries to patient, but the hospital reported this case as a suspicious adverse event.